Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 377745, lot# n0040156, implanted: (B)(6) 2005, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6)2014, product type: implantable neurostimulator. Product ID: 377745, lot# n0044486, implanted: (B)(6) 2005, product type: lead. Information regarding the current ins is addressed in MDR 3004209178-2017-12914. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and non-malignant pain. The patient reported that they were getting spinal injections because their complex regional pain syndrome (rsd) spread to both of their arms. It was noted that spinal injections would last about 2 weeks and then they needed additional injections for their arms. The return of pain occurred longer than a month and a half ago. The patient had been in so much pain and the stimulator only worked if the patient was in a certain position. If the patient moved a certain way it would work so when the patient¿s pain got bad they would move to that position and it would help. This had been since (B)(6) 2005. It was reported that ¿out of all of the leads, only 6 were working.¿ the patient stated that this was what the patient thought ¿they had said.¿ this issue was found out during the battery replacement procedure on (B)(6)2014. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.